Event description:
Boston scientific received information that the patient implanted with this device underwent a non-device related surgical procedure. Prior to the surgery, the device was programmed off however while electrocautery was being used the patient received eight shocks. The device was interrogated and found to be in safety mode. No adverse patient effects were reported. Due to the recent surgical procedure, the patient underwent, no intervention is currently planned and thus the device remains in service.

Event description:
New information received indicates that the device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced multiple system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.